Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. The peritonitis was manifested by weakness and cloudy effluent. Four days after event onset, the patient began treatment at home with intraperitoneal (ip) vancomycin and ip amikacin (no further details) for the peritonitis event. It was reported the patient was retrained on proper aseptic technique. Three days later, the patient was admitted to the hospital and subsequently moved to the intensive care unit. During hospitalization, the patient developed sepsis. Treatment for the sepsis was not reported. On an unknown date, pd therapy was discontinued, and the pd catheter was removed. Four days after hospital admission, the patient passed away. The cause of death was reported as due to sepsis. It was not reported if the peritonitis was resolved prior to death. It was not reported if an autopsy was performed. No additional information is available.